Event description:
Hill rom received a report from the account stating that the bed would not flatten when CPR pedal was pushed. The bed was located at the account in ICU. There was no pt / user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technical support found the CPR valve inoperable. The account has been sent the CPR valve and will replace it to resolve the issue. Based on this info, no further action is required.